Event description:
Medwatch (B)(4) received (B)(4) 2012 states, the pt's mother took her son to eye doctor who prescribed ultraflex toric contacts. After wearing them for while, the son stated that he started having vision problems. He wore the contacts for around 4-5 months and then stated, he could not see out of his contacts or glasses and stopped wearing them. She then took her son to a different doctor and her son was sent to a specialist who stated that her son may need a corneal transplant due to the damage to his corneas. They went back to the prescribing doctor and that doctor stated that her son's corneas were within normal limits that there was no problem with his cornea. The mother is concerned that her son will need a corneal transplant or potentially being blind. There was no contact information provided to follow up or investigate the outcome of the pt's ocular health. This is being filed as unconfirmed corneal transplant.